Manufacturer narrative:
The autopulse platform with serial number (B)(4) was received for investigation on (B)(4) 2013. Visual inspection showed that the head restraint bracket was damaged. A review of the data archive showed the following listed on the reported date of (B)(6) 2013: user advisory 18 (max take-up revolutions exceeded) and 44 (low battery). Battery with serial number (B)(4) was used. It has a date code of about 2009-05 (meaning it is about 4 years old) and it only has 21 test cycles on it. On two sessions in a row there was a low battery code when take-up was initiated and no compressions were done. There was no problem found during functional testing. The board was run with both the manikin and then the large resuscitation test fixture (equivalent to a (B)(6) patient) and no problems were encountered. Additionally the he load cells were measured and both responded the same to additional weight. Based on the archive review, the probable root cause was due to the use of an old battery that had not been maintained in accordance with the instructions provided in the battery maintenance program (p/n 11851). However, since the battery was not returned with the autopulse platform, a definitive root cause could not be determined.

Event description:
The customer reported that during patient use, the autopulse platform displayed user advisory 18 (max take-up revolution exceeded). The patient was reportedly of average weight and size. The crew was unable to clear the advisory message and reverted to manual compression. No adverse patient sequelae was reported. The customer also reported that the message appeared on power up of the platform.